Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No information has been provided as to the nature of the patient's injuries. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2011: the patient had unspecified injuries related to a defect in the bard flat mesh, and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the bard flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿